Manufacturer narrative:
Additional, changed, and/or corrected data: aware date. H11: corrected data: upon further review of the reported event, it has been determined that there is no alleged paradoxical adipose hyperplasia (pah).

Event description:
Upon further review of the reported event, it has been determined that there is no alleged paradoxical adipose hyperplasia (pah).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who previously received coolsculpting three times to the abdomen using unknown applicator(s) and may have developed paradoxical hyperplasia. The last coolsculpting treatment was approximately two years ago. The patient had liposuction to the abdomen approximately two years after the last coolsculpting treatment. The patient's abdomen was reported to be bigger than it was prior to the liposuction and was reported to feel spongy.